Event description:
It was reported to gore, the patient presented at the hospital with arterial steal on (B)(6) 2011. The initial implant of the gore propaten vascular graft was (B)(6) 2011.

Manufacturer narrative:
Method (other) - review of device manufacturing records. Results (other) - device met release specifications.